Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. The arterial access site was confirmed in the right common femoral artery, which was reported to be 5 min in diameter and severely calcified. It was reported that there was no difficulty encountered with the insertion of the device, deployment of the foot or the needles. When the physician retracted the plunger to retrieve the suture, it was reported that he heard a "snap/crack" sound. The physician then parked the foot in order to remove the device. It was reported that the proximal and distal guide were retrieved, however, the sheath remained in the patient's artery. The patient was taken to surgery for removal of the sheath and repair fo the artery with a suture. The patient was discharged home after three days and is doing "fine". There was no report of any further adverse patient sequelae.